Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was high, but value not provided. Customer performed a supply change and delivered a bolus to treat the elevated blood glucose level. No troubleshooting was able to be performed as issue was not occurring at time of report.